Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03306. It was reported that during a coronary stenting treatment procedure, a vessel perforation occurred. The lesion was located in an 11 year old saphenous vein graft (svg). The physician advanced a filterwire and deployed a taxus liberte' stent of unknown size in the lesion. The filterwire was accidentally pulled through the stent without placing the device into the retrieval sheath and was removed in an open loop state. Angiography at the end of the case revealed a perforation. The patient was stable when discharged from the hospital. Additional information has been requested, but is not available.